Manufacturer narrative:
Date of birth: unknown, not provided. Sex/gender: unknown, not provided. Date of event: unknown, bust the best estimate is between (B)(6) 2018. Serial #: unknown/not provided. Catalog #: complete catalog number is unknown since serial number was not provided. Expiration date: unknown since serial number was not provided. UDI #: unknown since serial number was not provided. If implanted, give date: unknown, not provided, but the best estimate is between (B)(6) 2018. If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under (B)(4). To date the lens remains implanted. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed manufacturing date: unknown since serial number was not provided all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient underwent bilateral intraocular lens implantation (model zxr00v). Reportedly, about 3 months post-op, the patient is still complaining about dazzling light forcing the patient to wear sunglasses during the day. Constricting medication was administered. No further information was provided. Two mdrs will be submitted to record the two lenses. This is the first of two reports.